Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope presented a blurry image. The issue occurred during preparation for use for a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope presented a blurry image. The issue occurred during preparation for use for a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the universal cord sheath was broken in multiple places. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, it is likely the cause is traced to component failure of the universal cord sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.